Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was incorrect as it should have indicated 01/21/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrections: correction: in initial report, product problem was selected, however, both adverse event and problem should have been selected. Adverse event of this report is updated. Correction: in initial report, adverse event was left blank, however, required intervention should have been selected. Adverse event of this report is updated. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. The galvo block assembly was replaced. The system beam was aligned through the delivery system. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap on the operative eye resulting in manually completing the procedure. A brief description from the surgery center indicated the treatment pattern did not complete the flap and the surgeon had to complete the dissection manually. No patient injury reported.